Manufacturer narrative:
Follow-up # 1 date of submission 07/07/2014 -device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. No activity outside of normal use was observed in the device black box data. A load step malfunction was not duplicated during investigation. The pump rewind and load steps were completed successfully. The pump was loaded with 100 units of insulin and accurately displayed the number of units loaded. The force sensor calibration reading was within specifications. The pump case was removed and no internal defects were found.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was reported that the pump primed the tubing with insulin during the load step. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.